Event description:
The manufacturer became aware of a literature published by tameside general hospital, ashton u lyne in UK. The title of this report is ¿mismatch of long gamma intramedullary nail with bow of the femur: does radius of curvature of the nail increase risk of distal femoral complications?¿ published on december 21, 2017, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at https://doi.org/10.1016/j.jcot.2017.12.006. This report includes research done on 52 patients between the period 2014 and 2016. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (2) cases of fracture of the anterior femoral cortex distally by the nail tip. The report states: patients have had the nail penetrate through the anterior cortex of the distal femur thus breaching the patello-femoral compartment. Additional information from the author will not be made available due to the publisher policy.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged fracture of the anterior femoral cortex distally mentioned in the article could not be confirmed, however, the literature clearly indicates that the peri-implant fracture occurred due to eccentric placement of the distal end of the nail when using a 200 cm roc nail. And 80% of the patients had the distal end of the nail positioned in the anterior third of the canal. And this improved to 18.5% when we changed to a 150 cm roc nail. The event can be then classified as user-related. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged fracture of the anterior femoral cortex distally mentioned in the article could not be confirmed. However, the literature clearly indicates that the peri-implant fracture occurred due to eccentric placement of the distal end of the nail when using a 200 cm roc nail. And 80% of the patients had the distal end of the nail positioned in the anterior third of the canal. And this improved to 18.5% when we changed to a 150 cm roc nail. The event can be then classified as user-related. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by tameside general hospital, ashton u lyne in UK. The title of this report is ¿mismatch of long gamma intramedullary nail with bow of the femur: does radius of curvature of the nail increase risk of distal femoral complications?¿ published on december 21, 2017, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at https://doi.org/10.1016/j.jcot.2017.12.006. This report includes research done on 52 patients between the period 2014 and 2016. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (2) cases of fracture of the anterior femoral cortex distally by the nail tip. The report states: patients have had the nail penetrate through the anterior cortex of the distal femur thus breaching the patello-femoral compartment. Additional information from the author will not be made available due to the publisher policy.